Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in threshold was noted over time. The patient is not pacemaker dependent, therefore the physician will not perform any intervention and will continue to monitor the patient by follow-up. The patient was in stable condition.